Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.

Event description:
It was reported that an instrument broke during surgery.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.